Event description:
It was reported that the ilet touchscreen was cracked, preventing navigation of the device; the issue was characterized as a device fracture involving the touchscreen, and the user received education on meal announcements and snacking. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with stress-related damage to the touchscreen component resulting in a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.